Event description:
The customer reported via phone call that a unexpected restart alarm occur during normal use. Customer stated they have tried several batteries, but the alarm persisted. The customer stated they did not store the insulin pump. Customer's blood glucose was unknown. The customer also reported the alarm was recurring during normal use. The customer stated they have disconnected from the insulin pump for the past two months. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.